Manufacturer narrative:
(B)(4). The customer returned one dilator for analysis. Visual analysis revealed that the dilator tip was slightly flattened and the edges were folded outwards. The total length of the dilator measured to be 102 mm, which is within the specification limits of 95.2-108 mm per the dilator graphic. The dilator outer diameter measured 2.851 mm, which is not within the specification limits of 2.28-2.34 mm per the dilator graphic. The dilator inner diameter measured 1.5494 mm, which is not within the specification limits of 1.12-1.22 mm per the dilator graphic. It appears that the customer either returned the incorrect dilator or reported the wrong material number for this complaint. A lab inventory 0.826mm diameter guide wire was inserted through the returned dilator. The guide wire only encountered resistance at the dilator tip. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit, "if necessary, enlarge cutaneous puncture site with cutting edge of scalpel, positioned away from guidewire". The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The damage observed was consistent with undue force being applied to the tip. However, the returned dilator did not belong to the reported kit. It is unknown if the customer returned the incorrect sample or if the customer reported the wrong kit number. Without the correct sample to evaluate the complaint root cause cannot be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "tip of tissue dilator was found uneven during puncture on the patient." No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "tip of tissue dilator was found uneven during puncture on the patient." No patient injury or complication reported. The patient's condition is reported as fine.